Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. Customer's blood glucose level at the time of the call was 330 mg/dl. The customer reported symptoms such as dry mouth, warm, tired at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having issues with sensors causing them to bleed at insertion site during the time of the high blood glucose. Troubleshooting was provided for the high blood glucose. The auto mode feature was not in use at the time of the event. No issues were found during troubleshooting and it was recommended that the customer follow up with their healthcare provider for their high blood glucose. The insulin pump will not returned for analysis.